Event description:
It was reported during routine check up that the cardiosave intra aortic balloon pump (iabp) was not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) was not charging even when plugged into ac power. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - e1 (initial reporter). A getinge field service engineer (fse) investigated the issue and confirmed the reported issue. The fse replaced the batteries, however, the new batteries were dropping in capacity even when connected to ac power. The fse confirmed the unit charging when placed into another cart. The fse replaced the ac power cord reel. The fse confirmed that the unit was now able to charge. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0012-00-1688-21 with a reported unit failure of the unit not charging. The fat performed a visual inspection and found the part to have a broken connector which prevents a grounding cable from being attached. Confirmed the part was faulty but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.